Event description:
A facility reported that the lock on the mayfield triad skull clamp (a1108) was too loose. The facility has not reported if there was patient involvement, injury, or surgical delay relative to this event.

Manufacturer narrative:
The mayfield triad skull clamp (a1108) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: on inspection of the unit, it was discovered that the lock had rotation and lateral movement with a residue buildup present. New components were added to replace worn internal parts. Root cause: the reported complaint was confirmed. Unit was in used condition with visible wear to internal components. These components were replaced to restore proper functionality and preventative maintenance and cleaning performed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.